Manufacturer narrative:
(B)(6) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated they experienced a hypoglycemic event in which they did not feel any symptoms. They stated their neighbor found them unconscious on the sofa and called the ambulance. The patient stayed in the hospital for a day and a half and was treated with a glucose injection. It was reported that at the time of event, the cgm was displaying 80 mg/dl while the patient's bg was displaying 49 mg/dl on the meter. At the time of contact, the patient was doing okay. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.